Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The positive end expiratory valve was calibrated to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported an over delivery of pressure to the patient circuit. There was no report of patient involvement.